Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not display a white screen. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. During evaluation, the device was found to have a distorted display. The cause was identified to be the damaged liquid crystal display (lcd). The lcd will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed a white screen. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.